Event description:
Patient lift spreader bar being raised up after use, strap buckle impacts housing when "up" button is not released, impact of buckle is damaging the pressure switch assembly in the housing. The switch assembly is intended to sense belt twisting or jamming in the housing guide slot, or end-of-travel at the buckle, and stop and briefly reverse the lift motor. We have seen 5 of our 47 installed units experience this damage to the switch assembly during the 1st year of use, which makes the lift unusable until the strap assembly can be replaced.